Event description:
Upon sve (sterile vaginal examination) patient complete and prepared for delivery. Md applied vacuum and vacuum popped off; re-applied, and while the md was pulling during birth, the vacuum broke. A new vacuum was applied and another pop-off occurred. Md allowed patient to push without vacuum, and vacuum re-applied; vacuum disengaged.